Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an explant procedure and was reportedly doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance, electrical, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an explant procedure and was reportedly doing well post-operatively.